Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Additional information confirmed that there were no device anomalies noted prior to use and that the reported issue with the guidewire tip was observed while shaping the guidewire during preparation. The distal tip breakage during shaping of the device most likely was related to the manner in which the device was handled at the time of preparation. Therefore, an assignable cause of handling damage has been assigned to the event.

Event description:
It was reported that during shaping of the guidewire tip, the guidewire outer sleeve separated exposing the core wire. The event occurred during preparation; therefore, there was no patient involvement.

Manufacturer narrative:
The guidewire was disposed in the hospital.

Event description:
It was reported that during shaping of the guidewire tip, the guidewire outer sleeve separated exposing the core wire. The event occurred during preparation; therefore, there was no patient involvement.